Event description:
It was reported that during a scheduled vena cava filter retrieval approx eight months post filter implant, a detached filter arm was identified in the right renal accessory vein. The filter was removed without incident; however, the detached filter arm could not be retrieved. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.